Manufacturer narrative:
Concomitant medical products: 6935m-55 lead implanted: (B)(6) 2015, 5867-3m adaptor implanted: (B)(6) 2015, 5076-45 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shocks and the cardiac resynchronization therapy defibrillator (crt-d) may have detected atrial fibrillation with rapid ventricular response (af with rvr) rather than ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later confirmed that some of the shocks were inappropriate due to mis-detection. No reprogramming was done.